Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was informed by their nurse that there was noise on their right ventricular (rv) and right atrial (ra) leads. The leads remain in use. No patient complications have been reported as a result of this event.